Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's issues with high and low blood glucose levels. The customer's blood glucose level had been as low as 46mg/dl. The customer treated the low with juice and treat. The customer's level had been as high as 200mg/dl. The customer declined to troubleshoot at this time.